Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to myopotentials approximately one month post implant (B)(6) 2025, when the patient was raising their left arm. A revision took place to explant the electrode based on the physician's decision. Additional shocks were seen in (B)(6) 2025 but to date no further actions has taken place. A new electrode was implanted with the exciting device. No additional adverse patient effects were reported.